Event description:
Medtronic received a report that one pipeline encountered resistance with the phenom catheter and a second pipeline failed to deploy in the distal section. The patient was undergoing cerebral aneurysm embolization for treatment of a saccular, unruptured aneurysm in the right internal carotid artery c2 with a max diameter of 10 mm and a 8 mm neck diameter. Landing zone: distal: 3 mm and proximal 3 mm. The accessed vessel was the internal carotid artery with a diameter of 3.5 mm. It was noted the patient's vessel tortuosity was strong. Dual antiplatelet treatment was administered. The postoperative findings related to blood flow imaging showed no particular problems. It was reported that an attempt was made to raise the first ped to the scheduled position, but it was very hard and would not go up; the catheter fell to the front of the aneurysm, so it was collected. It was much harder than usual, so the physician pointed out that it might be an abnormality, so a new one was opened. The second one was said to be easier to raise than the first one, so it was raised to the scheduled position, but this time it was collected due to poor tip deployment. The catheter will fall to the scheduled position at once, so the tip can only be deployed with mca. It was thought that there might be a problem with the catheter, so a third ped was placed using a new catheter; which was somehow successful. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No health damage present. Additional information was received stating that the resistance occurred in the proximal end of the phenom catheter. The pipeline did not open at the pipeline tip. The pipeline was opened in a straight and also in a vessel bend. The pipeline was resheathed many times in an attempt to get it opened. The pipeline did not jump during deployment. Multiple pipelines were used in the procedure. The tip of the phenom was not under stress at first and the tip of the phenom did not move during deployment. There was no damage to the pipeline pushwire or phenom catheter.

Manufacturer narrative:
H3: analysis of the pipeline revealed that the two pipeline flex pushers and the two phenom 27 catheters were returned within individual plastic resealable pouches. It was not possible to determine which device corresponds to each pli due to the returned conditions. Therefore, device designation will be as follows: pipeline flex pusher a/b and phenom 27 catheter a/b. Pipeline flex pusher (a): no bends or kinks were found with the pipeline flex pusher. The pusher resheathing pad, sleeves, and tip coil were found to be in good condition. The pipeline flex braid was not found with the pusher. Pipeline flex pusher (b): the pipeline flex pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. Dried blood was noted on the proximal bumper; however, it appears to be in good condition. The pusher sleeves were found bunched up. The pusher tip coil was found bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.